Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the moderately calcified and severely tortuous unspecified vessel. The 5.0mmx20mmx40cm sterling¿ balloon catheter was advanced to dilate the lesion. The balloon was inflated however, it ruptured at 14 atmospheres on the first inflation. The device was completely removed from the patient and the procedure was completed with a 5-4x40 sterling¿ balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. There were numerous kinks throughout the shaft of the device. Functional testing was performed by attaching an inflation device filled with water to the device. Microscopic examination presented no irregularities or damage in the balloon material. The device was inflated to rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. Microscopic examination presented no irregularities or damage to the bonds of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues or damage were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the moderately calcified and severely tortuous unspecified vessel. The 5.0mmx20mmx40cm sterling balloon catheter was advanced to dilate the lesion. The balloon was inflated however, it ruptured at 14 atmospheres on the first inflation. The device was completely removed from the patient and the procedure was completed with a 5-4x40 sterling balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).